Event description:
Patient was undergoing a lap appendectomy. The surgeon was stapling the base of the appendix and reported meeting substantial resistance while trying to fire. Upon firing, the staples deployed but the knife did not fire properly. The scrub nurse opened a second device and a similar problem was reported. The surgeon stated that the procedure was completed without negative consequences to the patient. Both staplers were sent in for analysis.